Manufacturer narrative:
Investigation of the returned device found the exposed portion of the soft cannula to be torn. A leak test was conducted successfully, and fluid was found to leak from the tear in the exposed portion of the soft cannula during fluid path testing. It could not be determined when or how the damage to the soft cannula occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 19 mmol/l (347 mg/dl) while wearing the pod between 49 and 71 hours. Investigation of the pod found a tear in the soft cannula. The device was originally reported for leaking around the insertion site.